Event description:
Nsk america received a report of a patient burn injury that occurred on (B)(6) 2022, during an adverse event investigation for a different device (reference (B)(4)) nsk america was never made aware at the time of this injury and had received no reports of the event. The adverse event details are as follows: the doctor was performing a crown procedure on tooth number 46 when the head over-heated early in the appointment causing a severe and extensive burn (approx. Size of a canadian dollar) on the inside of the right cheek extending to the corner of the lip, visible extra-orally. Burn happened over rubber dam and under local anesthesia (mandibular block) preventing dentist and patient from realizing the severity rapidly. The injury was treated with the application of vitamin e and the patient was provided with peroxyl mouthwash to accelerate healing. Follow up led to the patient being prescribed codeine for the relief of pain. The patient has fully recovered from the burn injury and has healed normally without need for any additional medical treatment. The subject handpiece is not available for further investigation and the doctor has reported that it was discarded shortly after the event occurred.